Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Joystick was stuck in goodbye mode, would not turn off. Joystick started to smoke when charger was plugged into the socket, burning smell.